Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger displayed error code when charging a battery pack) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor on the bedside board. The root cause for the damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll dist returned battery charger/modem sn (B)(4) to report that the charger/modem was displaying an error code when charging a battery pack.